Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that green foreign material was embedded inside of a 2000ml exactamix eva tpn bag. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted loose foreign matter in the left corner of the bag. The particle sample was analyzed using attenuated total reflectance fourier transform infrared spectroscopy (atr-ftir) and it was determined the particle was consistent with styrene, butadiene. The cause of the particulate could not be determined. Should additional relevant information become available, a supplemental report will be submitted.